Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014 due to a fractured humeral tray after heavy lifting. The humeral tray and humeral bearing were removed and replaced. Additional information received in operative report noted patient was revised on (B)(6) 2014 due to pain and a fractured humeral baseplate. The humeral components and taper were removed and replaced.

Event description:
It was reported that patient underwent a comprehensive reverse shoulder arthroplasty on (B)(6) 2009. Subsequently, patient was revised on (B)(6) 2014 due to a fractured humeral tray after heavy lifting. The humeral tray and humeral bearing were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight."